Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. The insulin pump was monitored in a 50 c oven for several days and no unexpected constant tone was noted during testing. The insulin pump was received with a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was that the customer's insulin pump was not functioning correctly. Caller stated that at the time to change the battery the insulin pump screen came up with icons at the top, it had steady tone and the buttons were not responding. Caller stated that the customer's blood glucose was 94 mg/dl. Troubleshooting was performed. Advised customer to discontinue use of the insulin pump and it will be replaced. Nothing further was reported.